Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify rewind anomaly, back light anomaly and charge or battery lasts less than expected anomaly due to buttons not responding. Device received with minor scratched lcd window and cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were much more difficult to press. The customer's blood glucose value was unknown. Customer stated insulin pump had cracks on the top where reservoir inserted. Customer also stated that display appears cloudy and lot of scratches on it making it difficult to read. Customer stated insulin pump takes longer to rewind and grinding noise when rewinding. The insulin pump will not be returned for analysis.